Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no sound. It only vibrates. Customer states that they did not hear the low alerts. Customer stated that the device alarmed hardware low level failure during self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information related to event has been updated in summary and provided with this report.

Event description:
It is unknown when the hardware low level failure occurred - if it occurred during self-test or not and the date it occurred.